Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified blood vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon it's second inflation. The device was simply removed without any issues. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.